Event description:
It was reported, the patient presented in the emergency room due to dizziness. Upon interrogation of the device, episodes of post-paced t-wave oversensing (pptwo) due to fusion were observed. Technical support was contacted and recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.